Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated d-dimer results was user error. The product was reconstituted incorrectly. The test is performing within specifications. No further evaluation of the device is required.

Event description:
Two falsely elevated d-dimer tests were obtained on patients' samples. The results were reported to the physicians. The samples were repeated and lower results were obtained. One patient was treated with lovenox. There was no report of adverse health consequences as a result of the falsely elevated d-dimer results.